Manufacturer narrative:
Correction: b5 should have included that the pacemaker was replaced.

Event description:
Information received notes the pacemaker was replaced during explant procedure on (B)(6) 2019.

Manufacturer narrative:
The reported event inability to interrogate was confirmed. As received, the device had no communication and no output. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.d10 and h3 were selected in erroradditional information: h6, h10

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Device was cut open for further visual inspection and to enable additional testing. The visual inspection results inside the can were normal. However, impedance measurements performed on the feed-through pins indicated low impedance between the pins. The body fluids entered the delaminated area, which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly. Abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's pacemaker could not connect to the transmitter. It was asked that the device firmware be upgraded. However, the device was unable to be interrogated via the merlin programmer. It was determined that the device could not be interrogated. The device was explanted. The patient was stable.